Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. Additionally, it was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.